Manufacturer narrative:
The manufacturer previously received information alleging a "service required" code occurred related to an active exhalation control module failure. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module valve was replaced to address the issue. Additionally, during evaluation of the device by the third-party service center, another "service required" code was found in the ventilator's downloaded error log related to a power fail. The device's internal battery was replaced to address the issue. Also, the air inlet foam filter was replaced due to preventative maintenance and the machine flow sensor, blower bellow, and in-line filter were replaced due to contamination.

Event description:
The manufacturer received information alleging a "service required" code occurred related to an active exhalation control module failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.